Manufacturer narrative:
The patient¿s age and weight were not provided. (B)(4). The motor is not a single use device. Approximate age of the device is 5 years, 9 months (calculated from the manufacture date of the motor). The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6) . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on biventricular extracorporeal circulatory support on (B)(6)2017. It was reported that on (B)(6) 2017, the primary console alarmed "motor disconnected: m2" / "system alert: s3" and that the pump stopped. The pump was switched successfully to the backup equipment. Reportedly, no thrombus was observed. The blood circuit was not exchanged. The patient was reportedly fine and stable immediately after the event; however, the patient expired due to ischemic bowel the following day. The patient had not been on heparin during the course of support due to a hematoma and an intracerebral hemorrhage in the brain, which led to the ischemic bowel. On an unspecified later date, the suspect motor was tested by the distributor¿s clinical specialist who determined that the issue was associated with the motor cable. No additional information was provided.

Manufacturer narrative:
Device evaluation: the investigation of the returned motor confirmed the reported "motor disconnected:m2" alert message. The returned motor was connected to an in-house primary console. Upon start-up of the in-house console, the console did not display any motor faults; however, as soon as the motor cable was bent at the motor's exit site, the primary console displayed the "motor disconnected:m2" alert message consistent with the reported event. Further investigation and impedance testing revealed that the motor was responsible for the observed behavior. During testing, the impedance between the signal voltage (+5v) and the analog ground (agnd) changed from its specified impedance value to a very low impedance and back as soon as the motor cable was slightly bent at the motor¿s exit site. The investigation could not determine the specific point in time in which this temporary short circuit condition came into existence. The short circuit condition could have possibly been caused by aging and/or mechanical stress during handling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.